Event description:
A pump with failure code 570:320:844:0000. It is unk when this failure code occurred. There was no pt injury or medical intervention necessary according to the hosp rep.

Manufacturer narrative:
The pump is in the process of being evaluated.